Event description:
It was reported that the patient had a backup battery (ebb) fault that would not clear with a self test. The ebb was exchanged. The ebb faults did not resolve with the ebb exchange, so the patient was switched to their backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The returned backup battery was functionally tested and found to operate as intended during testing. The backup battery was installed in a test system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. During testing, multiple load tests were performed and the battery passed each time without issue. The system controller was not returned for analysis. Multiple attempts were also made to determine if any log files were available for review; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 29mar2022. Battery inspection data was reviewed for the 11v backup battery, revealing that the battery passed all inspection testing. The battery was shipped to the customer on 21nov2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.